Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure. The report is being sent based on the event of pneumonia, being hospitalized, and treated with a bronchoscopy to remove fluid from the patient¿s right lower lobe. According to the complainant, the patient developed pneumonia in her right lower lobe about 2 weeks after her first bt treatment. She went to the physician¿s office presenting with symptoms so he ordered an x-ray, which indicated she had pneumonia. He performed a bronchoscopy and removed fluid from her right lower lobe. The patient ¿is now ok¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report (supplemental medwatch report) will be submitted.

Manufacturer narrative:
Although the patient¿s exact age is unknown, it was reported that she was over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported that the device was not used past its expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.